Manufacturer narrative:
The customer advised that the system is functioning correctly and deemed this instance to be an isolated event. Quality assurance results provided by the customer were within specification. No service call was performed. The root cause of this event cannot be determined. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.

Event description:
Customer reported to beckman-coulter inc (bci) that one erroneous low glum (glucose) result was generated from a unicel dxc 600 synchron system. The system generated critical rerun feature result was within the expected range. The erroneous result was not reported out of the laboratory. The sample was rerun and the result was within expectation. The result of the sample re-run was reported. There was no change to the patients' treatment or care.